Manufacturer narrative:
.

Event description:
Procedure: gastrectomy. According to the reporter: while firing across the stomach, the tissue was torn and slipped from the jaws of the stapler. The surgeon manually sutured to complete the case. He states that it was not thick/hard tissue, and there was some "oozing."